Manufacturer narrative:
Insulin pump received with no button response; due to lcd unlock keypad connector. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip. Unable to verify battery out limit alarm, due to no button response. Unable to test operating currents, due to no button response.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 186 mg/dl. No significant events leading to the keypad issues were observed. The customer also reported that the insulin pump alarmed battery out limit after a battery change. He was unable to clear the alarm due to the lack of response from the buttons. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.